Manufacturer narrative:
Patient weight not available from the site. Unable to confirm the reported event as system was not returned to manufacturer for analysis and no onsite evaluation was preformed. No parts were returned or replaced and no further issues were reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site claimed they often lost accuracy after making an incision during cervical fusion. They claimed they would be accurate immediately after spinning and would use a passive planar probe to visualize the trajectory then when they made an incision they would be inaccurate 10-20mm in depth. They then would re-spin the patient and are accurate again. They were using the cranial reference frame. They confirmed that they used the same side of the imaging system for each spin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.